Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary gmbh has received the following information from the spanish agency of medicines and medical device on (B)(6) 2024: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by, occurred on (B)(6) 2024. The following information was provided: ¿patient ischemic stroke with patient encephalic dead.¿ on (B)(6) 2024 the information from the customer was received that neither the cardiohelp nor the hls set has any failure or malfunction. The hls set was discarded by the customer. Based on the available information the reported event "patient ischemic stroke with patient encephalic dead" could be confirmed, but was not related to a device malfunction. This complaint was found in the database of customer complaints as a single event (timeframe from (B)(6) 2023). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Maquet cardiopulmonary gmbh has received the following information from the spanish agency of medicines and medical device on (B)(6) 2024: the vigilance area of medical devices of the spanish agency of medicines and medical devices has been informed through renacer registry about an incident involving the product ¿cardiohelp system¿, manufactured by getinge and distributed by, occurred on (B)(6) 2024. The following information was provided: ¿patient ischemic stroke with patient encephalic dead.¿ complaint ID: (B)(4).